Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer reported high blood glucose levels of 25.5 mmol/l to 27.2 mmol/l. It was reported that the insulin pump was not delivering the insulin and was not giving any errors. It was reported that the customer stated the insulin pump may have under deliver the insulin due to high blood glucose levels. Troubleshooting was performed. The customer reported that the drive support cap was normal. There were no site issues. Troubleshooting was performed. The insulin pump passed the displacement test. The high pressures test was not performed. Product is not expected to return for analysis.